Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to the absence of occlusion alarm. Reportedly, on an unspecified date the patient¿s blood glucose reading was at 550 mg/dl with polyuria, polydipsia, and nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer support agent reviewed the event with the reporter and it was noted that the occlusion alarm sensitivity was set to high, the pump was operating in the recommended temperature range, and there was no occlusion alarm in the alarm history. Trouble shooting was unable to resolve the reported issue and the reporter had express loss of confidence with the pump in question. This complaint is being reported because, the patient experienced severe hyperglycemia related to an alleged absence of occlusion alarm of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged absence of occlusion alarm issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any occlusion alarm in the pump history. Black box data showed a replace cartridge alarm on the complaint date and delivery was resumed about 2 hours later. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any occlusions. Normal and audio bolus were completed and recorded correctly. Pump was manually occluded during the investigation and the pump emitted auditory, vibratory and visual alarms correctly.